Event description:
It was reported that pump displayed minimum fill notification while customer was attempting to load new cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient usable insulin in cartridge, removed pump from case, cleaned pneumatic tap area as instructed, reloaded same cartridge, and successfully resumed insulin delivery with guidance from technical support.